Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis, coincident with automated peritoneal dialysis therapy and continuous ambulatory peritoneal dialysis (capd) therapy. The peritonitis was manifested by severe abdominal pain and cloudy effluent. The cause of the peritonitis was unknown, but was reported to possibly be due to the patient preparing the dialysis alone and not being as careful and/or aseptic as the care giver who is a retired health care professional. Beginning on the day of onset, the patient was treated with tobramycin 60 milligrams daily for fourteen days intraperitoneally (injected into dianeal 1.5% or 2.5% bags) for the peritonitis event. Dianeal and extraneal therapies were ongoing. The patient was recovered from the peritonitis event. No additional information is available.